Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent called and reported the customer was hospitalized with high blood glucose over 600 mg/dl and diabetic ketoacidosis. The customer also had the stomach flu and was vomiting. Customer was treated with manual injection. The insulin pump was not available for troubleshooting at time of call. Caller declined to be transferred for further assistance. The device will not be returning for analysis.